Event description:
On 01/23/2025, user's son contact acorn for possibility of buy back & removal of stairlift. At that time, he notify us that his mom fell out of the stairlift back in nov 22, 2024. Per user's son, she was riding the stairlift up the stair and as the chair turned, she leaned forward. With all her upper body weight moved forward, she slipped off the stairlift & fell to the bottom of the stair. User didn't wear seatbelt at the time of the incident. As the result of the fall, she suffer broken ribs, broken vertebra, contusion on her head & brain bleed.